Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that at 8:44 am propofol (1000mg/100 ml bottle) was programmed at a rate of 4.98 ml/hr. It was reported that when the nurse return the entire bottle was emptied, the pump was immediately sequestered. The patient had been intubated prior to the infusion, and therefore no further medical intervention was required. The device was evaluated by the facility¿s biomed department and noticed that the device to have a partial separation between the top of the rear case and bezel assembly.

Manufacturer narrative:
. The customer¿s report of the propofol bottle emptying too fast was confirmed. Review of the pcu error log showed no errors or malfunctions on the reported incident date. Analysis of the pcu event log showed that at 8:44 am on (B)(6) 2017 a remote IV order was received for propofol 1000mg/100ml to infuse at a rate of 4.98ml/hour with a vtbi of 100ml. Between 9:20 am and 9:22 am, the module infusion was paused and restarted twice. The module was immediately paused again and at 9:31 am was channeled off and the system was powered down. The total volume infused was recorded as 2.875ml. Rate accuracy testing was performed and the device was found to be infusing out of specification. Physical inspection noted the device to be in poor condition. All 6 bezel bosses were cracked and completely separated. The root cause of the broken bezel bosses was not identified.